Event description:
Event: unresolved type I endoleak. Case details: the patient was reported to have a tortuous and calcific neck. The graft was deployed but a type I endoleak was noted at the superior attachment system. A competitor's cuff was placed in the superior attachment system, however the leak persisted. No further interventions were performed. The patient will be monitored by the physician.